Event description:
The customer reported via phone call that they received a no delivery alarm while priming the tubing. Customer stated they have attempted to change the battery and changing the infusion set, but the issue persisted. The customer's blood glucose was 65 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a new infusion set. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.